Manufacturer narrative:
Product received.

Manufacturer narrative:
The device was requested and not returned to the manufacturer. Not returned to manufacturer.

Event description:
The customer reported that the iunihg abutment screw broke inside of the patients mouth. A portion of it remains within the implant and the patient will return for the screw removal.

Manufacturer narrative:
One screw was received at pbg on (B)(6) 2017 as reported in MFR-0001038806-2017-00346-1 submitted on august 21, 2017, screw has no hex top remaining. However, subject product has been misplaced in house and is not available for further evaluation by the investigator. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev d 06/17 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite hexed screw it is recommended to torque at 20ncm. Complaint indicated ¿that the iunihg screw broke inside of the patient¿s mouth¿. Based on the condition of the returned device; the reported event is confirmed. A root cause could not be determined.